Manufacturer narrative:
Product analysis: analysis was unable to confirm the report that the display would turn a rainbow color and display an hour glass. Analysis noted that there was a dead spot when using the stylus in upper left side of the display, the programmer boot up time was over three minutes, the hard drive health was diminished, and the electrocardiogram (ECG) connector was loose. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer screen would turn a rainbow color and display an hour glass and the user was unable to proceed to the interrogation screen. The representative requested that the programmer and stylus be tested and calibrated. The programmer was returned for service. There was no patient involvement. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis.